Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was chosen for implant with a 7f amplatzer trevisio delivery system. During deployment in the left atrium, it was reported the left atrial disc had a cobra deformation. The device was recaptured and redeployed but resulted in the same deformation. The deformed device was recaptured again and removed from the patient. The deformed device was never released from the delivery cable while inside the patient. A decision was made to replace the device with a second 16mm amplatzer septal occluder for implant with an 8f amplatzer trevisio delivery system. The replacement device was implanted in the patient with no adverse patient consequences. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable. It was reported the physician does no believe the cause for the deformation to be due to patient anatomy.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of left atrial disc having a cobra deformation was reported. The investigation confirmed the device had cobra conformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. One image from field appeared to show an occluder device having distal disc deformed into cobra shape. The cause of the reported event could not be conclusively determined. There were no complaints associated with any other devices from the lot. As a result of this finding, abbott is performing further investigation to monitor this issue.